Manufacturer narrative:
Device is a combination product. Age at time of event: patient is 18 years or older. Device evaluation by MFR: promus premier select ous mr 16 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the proximal end of the stent were lifted and pulled distally. The undamaged stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17jun2020. It was reported that crossing difficulty was encountered. The target lesion was located in the partially calcified left main coronary artery. A 16 x 2.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. However, device analysis revealed stent damage.